Event description:
It was reported that the 8800 sys had a generator error message displayed prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.